Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2927 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2927 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, ovarian cyst, abdominal pain and back pain in 2013. Concurrent conditions were listed as abnormal uterine bleeding since (B)(6) 2022 and pelvic pain since 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2927 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.719 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: reason for exam: female fertility of tubal origin. Interpretation: hysterosalpingogram. The patient's cervical os was cannulized clinician by the ordering who subsequently administered contrast material in a retrograde fashion into the endometrial canal. Multiple fluoroscopic spot images were obtained during the procedure by the interpreting radiologist. Finding: scout images demonstrate bilateral metallic fallopian tube occlusion devices. A normal uterine contour was seen. No contrast was seen to progress beyond the level of the metallic fallopian tube occlusion devices. Impression: occluded bilateral fallopian tubes. [Smear cervix] on (B)(6) 2013: polycystic ovarian syndrom (pcos) oligoovulatory [ultrasound pelvis] on (B)(6) 2022: procedure: us pelvic complete. Indication: history of essure placement. Pelvic pain, right worse than left. Technique: trans abdominal pelvic ultrasound. Grayscale spectral and color flow doppler evaluation of the adnexa. Finding: transabdominal pelvic ultrasound images show uterus measures 8.6 x 3.2 x 5.0 centimeters. Endometrium measures 4 millimeters thickness. Linear echogenic focus in the right superior uterine fundus and adjacent cornua. Right and left ovaries are normal size, echotexture and demonstrate normal doppler flow, right ovary measures 2.6 x 2.0 x1,8 centimeters and left ovary 2.8 x 2.0 x 1.6 centimeters. Impression: linear echogenic device in the right uterine fundus and cornua measures approximately 3 centimeters in length and 0.3 centimeters in thickness. Otherwise, normal uterus and ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information, medical history, lab data, indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.